Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that an IV set was in a pump and infusing. Staff was alerted to go in the room when the pt called because it started to leak out of the top. It did not appear that the set was misloaded. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.